Manufacturer narrative:
(B)(4). The unit was evaluated at philips and the symptom verified. The key scan pca was replaced to resolve the reported issue.

Event description:
The customer reported that the display does not work.